Event description:
It was reported that the patient presented with "z-syndrome". Approximately 3 months post implantation, the lens was repositioned.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.